Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #14679-01, lot #86027-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
Device #1 issue: detachment - exchange sheath. Time of device issue: during vessel closure. Adverse event: vasospasm, thrombus, occlusion, failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a 3mm in diameter superficial femoral artery after a diagnostic procedure. Reportedly, when the plunger was depressed, the exchange sheath disengaged from the clip applier. The vessel was rewired, and although vasospasm of the vessel was observed, a second starclose se device was used to achieve hemostasis. After the procedure, the pt developed no pulse in the limb. A surgical cut-down revealed that the clip caught the posterior wall of the artery and thrombus developed, occluding the vessel. The clip was removed and a thrombectomy was performed, which restored good blood flow with palpable pulses. Hemostasis was achieved with surgical closure. There were no reported adverse pt sequelae. It was believed that the size of the vessel (3mm in the diameter) and medications the pt was given during the procedure to induce vasoconstriction contributed to the clip catching the posterior wall of the artery. Though requested, no add'l info was provided.